Event description:
Customer reported the system is not booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the sensor interface board. Sys operates as intended.